Event description:
It was reported by the customer that this event involved a male patient with a radial artery insertion site. The spring wire guide (swg) broke off in the patient's wrist. Additional information received on 05/12/2009 stated that "the patient still had a piece of wire in his wrist, but as far as we can see until now, there are no complications." Attempted to insert arterial catheter into right arterial radial, this was not successful. When removing catheter, swg split into 2 pieces. Outer side of swg became like a spiral & therefore it was not clear if any metal was left behind. Checked wrist by means of echo, but nothing was detected. A wrist x-ray & thorax x-ray were ordered post operatively. Wrist x-ray revealed a small metal wire visible. In consultation with vascular surgeon, doppler flow performed result: still flow proximally & distally from location of swg. No operative investigation because swg is so tiny & possibly causes little effect. Expectative strategy to be followed since wrist operation could be worse than cause. Allentest: okay. Also checked doppler flow, arterial ulnaris was not obstructed.

Manufacturer narrative:
Follow up report will be filed if additional information becomes available.